Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received 2 sensors and both sensor cannulas are missing. Customer's blood glucose was 140 mg/dl at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. There was no further information provided by the customer or by troubleshooting.